Manufacturer narrative:
(B)(4).

Event description:
It was reported that this synchromed ii pump generated an audible alert for motor stall with the message: "motor stall occurred. Stopped pump period may exceed tube set." Apparently, the pump was still dispensing and it was assumed to be a false alarm as the patient reported no loss of effect. The drug in the pump was morphine 30 mg/ml, delivering 12mg/24 hours, catapresan and saline 0.9%. Initially, the hcp refilled the pump every third month. Then they started doing it every 1.5 months. "It still worked well with the shorter refill interval". Since (B)(6) the problem has accelerated, and the pump alarm is now sounding every 6 minutes. Interrogation of the pump proved unsuccessful. The pump was explanted and replaced on (B)(6) 2011. The catheter works fine with free backflow of csf (cerebrospinal fluid).